Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device was received for examination, therefore the reported event could not be confirmed. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred during right total hip replacement. During acetabular reaming, the proximal locking portion of the acetabular grater sheared off leaving the distal, grater portion, in the acetabulum. The grater portion was stuck and very difficult to remove. The surgeon was able to get a hold of the grater and pull it out. All the pieces were found. The hospital discarded the grater and broken pieces. There was 15 minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device was received for examination, therefore the reported event could not be confirmed. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(4). Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event occurred during right total hip replacement. During acetabular reaming, the proximal locking portion of the acetabular grater sheared off leaving the distal, grater portion, in the acetabulum. The grater portion was stuck and very difficult to remove. The surgeon was able to get a hold of the grater and pull it out. All the pieces were found. The hospital discarded the grater and broken pieces. There was 15 minutes surgical delay.